Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The blood glucose reading was unknown. It was stated that the customer was sleeping and she rolled off the bed. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The daily totals added up correctly. The insulin pump passed the displacement test, but the insulin pump alarmed button error. The caller also stated that one glucose meter was reading higher than the other. The caller was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor. Unable to complete full functional testing due to the prime anomaly. However, the insulin pump passed the displacement and excessive no delivery alarm tests. The insulin pump had cracks on the liquid crystal display and reservoir tube lip. All buttons functioned properly. No damage on the keypad assembly was noted. No button error alarm was noted. Moisture damage was noted on the motor assembly.